Manufacturer narrative:
It was reported that revision surgery was performed due to patella component loosening. The associated genesis ii resurfacing patellar component, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. Batch number was not provided, therefore a review of the manufacturing records could not be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A review of instructions for use revealed the alleged failure is previously identified in the intra-operative warnings and precautions. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per our risk assessment, probable causes were stated to include but not limited to size of device or abnormal motion over time. Without the return of the actual product involved, no batch information and no patient medical records provided, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to patella component loosening.